Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The snap fit tabs of the deployment knob components were observed to be damaged, as reported in the event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the loading of a transcatheter bioprosthetic valve with this delivery catheter system (dc s) and an experienced loader, the deployment knob of the dcs separated when the capsule passed the paddle attachment and the strut of the valve. The deployment knob trigger was used to open the capsule during the flushing process. The loader did not feel any abnormal tension during the process and the handle wasn¿t overdriven at any point in the process. Upon inspection the tabs of the deployment knob were intact but white lines on the base of the tabs where they broke were visible. The catheter was replaced, and the loading process was attempted a second time. On the second attempted loading, the deployment knob of the second dcs also separated. The loader did notice a slightly higher and unusual tension in the dcs during loading. The separation occurred after the valve was able to be crimped in the outflow tube of the compression loading system (cls). The tabs of the deployment knob were again intact but the white lines on the base of the tabs where they broke were again visible. No other damage to the dcs was observed. No patient was involved with the two damaged dcs.